Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion, which measured 31mm in length and had a vessel diameter of 3.5mm, was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure the ivus catheter fractured. The procedure was completed with another of the same device. There were no patient complications reported and post procedure the condition of the patient was stable.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion, which measured 31mm in length and had a vessel diameter of 3.5mm, was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure the ivus catheter fractured. The procedure was completed with another of the same device. There were no patient complications reported and post procedure the condition of the patient was stable. It was further reported that the ivus catheter sheath was just kinked.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion, which measured 31mm in length and had a vessel diameter of 3.5mm, was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure the ivus catheter fractured. The procedure was completed with another of the same device. There were no patient complications reported and post procedure the condition of the patient was stable. It was further reported that the ivus catheter sheath was just kinked.